Event description:
It was reported that the device was explanted and replaced because the device "did not last as long as it should have." No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2009 6947 implantable defib lead (B)(6) 2009. (B)(4).